Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for thyrotropin (tsh). The erroneous results were reported outside of the laboratory. The initial tsh result from an aliquot from the modular pre-analytic (mpa) was 0.04 uiu/ml. This result was reported outside of the laboratory. The physician contacted the laboratory on (B)(6) 2016 questioning this result and submitted an additional sample from the patient. The tsh result from the new sample was 4.5 uiu/ml. The initial sample was repeated twice from the primary tube and both results were 5.8 uiu/ml. No adverse event occurred. The tsh reagent lot number was 18836800 with an expiration date of 06/30/2016. The root cause of the issue was identified by the field service engineer (fse). A level sensing issue was identified with the probe on the instrument and was corrected. Customer re-ran quality controls and tsh samples and was satisfied with all results.